Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded an alert for high out of range right ventricular (rv) pacing impedances via the remote monitoring system. The patient is not pacemaker dependant and the physician has elected to continue monitoring the system. This ICD and the rv lead remain in service. No adverse patient effects were reported.